Event description:
The customer reported that the hard drive was faulty and the system was rendered unusable as a result. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A quote was submitted to the customer for a replacement hard drive. No further repair info is available at this time.